Event description:
It was reported that there was low flow in an arctic sun device. Per review of wo on 05aug2025, there was no patient involvement. Per sample evaluation results received via task on 19aug2025, it was reported that the temperature in cable-nellcor was damaged. Per sample evaluation results received via task on 18nov2025, it was reported that they noted the heater and mixing pump have also malfunctioned.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue was confirmed. The root cause of the reported issue was a failed circulation pump. The device was evaluated. There was an alarm 41 low internal flow. The flow issue was confirmed. The circulation pump was replaced during the pm. Temp-in cable nellcor was noted to be damaged. Additionally, the heater and mixing pump have malfunctioned. The device underwent pm servicing while in for repair. Temp-in cable nellcor, heater, and mixing pump were replaced. During the pm, the drain valves were also replaced. The device passed all tests per baw2800549 rev 0 and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.